Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: ercp for drainage of pancreatic duct stenosis due to chronic pancreatitis. Prior to patient contact, when the user straightened zepdf-5-8, it was found that the lateral groove of the pigtail was kinked. The physician used another device (unknown rpn and lot#). Additional information was obtained on 08nov23. Reason for finding a kink: the user attempted to pass the guide wire, but there was a kink, and the guide wire could not pass and penetrated the stent.(B)(4). This file captures the potential use of the incorrect wire guide patient outcome: no health hazard. Patient/event info - notes: user's comment: there is no problem with the method of use since it has been used several times. [Additional information] 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact observation prior to patient contact. 2 what was the target location for the stent? Pancreatic duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored vertically. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/visiglide 0.025inch 5 was the wire guide lubricated prior to use? 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? Used another device (unknown rpn and lot#). 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? No there is no supplied strainghener in zepdf. 17 (if any damages were confirmed prior to use)was the package damaged? No additional information was obtained on 08nov23 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/tjf-260 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Yes olympus/visiglide2 0.025inch 25 did the patient require any additional procedures as a result of this event? No 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Device evaluation: the zepdf-5-8 device of lot number c1983119 involved in the parent complaint to this file (B)(4) was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The following files are all raised from the parent complaint (B)(4): (B)(4) - kink of stent (B)(4) - user error of a 0.025inch wire guide used with the replacement device. On evaluation of the device, the following was observed: visual inspection: stent and introducer returned. Puncture observed on the 3rd porthole on the pigtail curve. No other damage observed. Functional inspection: 0.035-inch wire guide does not pass the kink. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: there is evidence to suggest that the customer did not follow the instructions for use/packaging insert/product label it should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. It was noted by the rep that a 0.025¿ wire guide was used with the original device (captured in this complaint) and the replacement device (captured in (B)(4). The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Image review : an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was identified from the available information. As stated above, a 0.025¿ wire guide was used with device. CAPA 387756 has been initiated from complaints related to use error and a 0.025-inch wire guide being used in practice. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence as this occurred prior to patient contact. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 11-sep-2024.